Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the low level output connector on the pump console was damaged and had broken loose from the front end board. To fix the issue, the fse replaced the front end board. The iabp unit passed all functional and safety tests per factory specifications and it has been cleared for clinical use and returned to the customer.

Event description:
It was reported that there was no pressure output signal when the cardiosave intra-aortic balloon pump (iabp) connected to an external monitor. There was no patient involvement and no adverse event was reported. It is unknown under which circumstances this event occurred.